Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. The examination does confirm wear to the polyethylene material. The wear noted is not unusual or excessive for the length of time implanted. The investigation has also determined that this product code is now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear and osteolysis.